Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's keypad was observed. The device's front panel board and keypad were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's keypad was observed. The device's front panel board and keypad were replaced to address the issue. The front panel board and keypad were evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel board and keypad functioned as designed and operated without issue or error codes.